Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between may 26 - 27, 2023. H11: five (5) actual devices and photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported issue of leakage of tpn solution into the outer pouch was observed by initial visual inspection of the returned samples. Leakage from the administration spike port (middle port) was identified during the visual inspection of the photo samples. Functional leak testing of the samples was performed and leak was identified from the administration spike port bonding area on the returned samples. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (07) exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This occurred during compounding. There was no patient involvement. No additional information is available.